Event description:
A consumer reports that following intraocular lens (iol) implant surgery, he observes a mild crescent shaped shadow in the periphery of his left eye. The shadow is more noticeable in the morning. Additional info was requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 01/17/2008, 01/18/2008 and 02/01/2008 by mail, fax and phone. A note was received from the surgeon 2008. This report was mailed to FDA on: 2/14/2008.